Event description:
It was reported that the patient reported to the emergency room because of three inappropriate shocks due to t-wave oversensing. Technical services advised to test other sensing vectors. There were no additional adverse patient effects. The device remains implanted.